Event description:
Patient had a confirmed leaking endotracheal tube leading to decreased ventilation and requiring reintubation during surgery. There was another report the day prior to this case. The endotracheal tube lots involved are 7.5mm (e015258) and 8.0mm (015259) et tubes.